Event description:
It was reported via literature that a pericardial effusion and pericarditis occurred. A case study was performed on a single patient who experienced acute pericarditis following a pulse field ablation procedure (pfa). Procedure summary: a pfa procedure was performed for drug refractory paroxysmal atrial fibrillation using a 31mm farawave catheter under deep sedation with intravenous propofol and fentanyl. Anticoagulation with 60 mg edoxaban was uninterrupted and activated clotting time was maintained between 300 and 350 seconds. A total of thirty two (32) applications of ablation were delivered to the pulmonary veins. At the conclusion of the procedure intracardiac echocardiography (ice) confirmed no presence of pericardial effusion. Event summary: twelve (12) hours post index procedure the patient developed mild pleuritic chest pain. Electrocardiogram (ECG) revealed mild pr segment depression. Twenty four (24) hours post index procedure ECG showed st segment elevation greater than 2mm in both limb and precordial leads. Transthoracic echocardiogram (tte) identified a 3mm pericardial effusion. Three (3) days post index procedure the patient was discharged. Ten (10) days post index procedure the pericardial effusion had increased with inflammatory debris in the pericardial space. Laboratory testing revealed elevated white blood cell, high sensitivity troponin I, creatine kinase muscle brain, aspartate aminotransferase, and c reactive protein levels. The patient was diagnosed with acute pericarditis and intravenous hydrocortisone (1200 mg per day) was administered for three (3) days. Oral ibuprofen was prescribed at 600 mg three (3) times daily for two (2) weeks then 400 mg three (3) times daily for two (2) weeks. Three (3) weeks post index procedure ECG values were normal. Four (4) weeks post index procedure tte showed no pericardial effusion and cardiac biomarkers, white blood cell, aspartate aminotransferase and c reactive protein levels returned to normal. At a three (3) month follow up examination the patient remained asymptomatic without recurrence of pericarditis.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Jung, m., lim, h. Acute pericarditis after pulsed field ablation for atrial fibrillation. Journal of the american college of cardiology case rep. 2025 aug, 30 (25). Doi.org/10.1016/j.jaccas.2025.104811. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that a pericardial effusion and pericarditis occurred. A case study was performed on a single patient who experienced acute pericarditis following a pulse field ablation procedure (pfa). Procedure summary: a pfa procedure was performed for drug refractory paroxysmal atrial fibrillation using a 31mm farawave catheter under deep sedation with intravenous propofol and fentanyl. Anticoagulation with 60 mg edoxaban was uninterrupted and activated clotting time was maintained between 300 and 350 seconds. A total of thirty two (32) applications of ablation were delivered to the pulmonary veins. At the conclusion of the procedure intracardiac echocardiography (ice) confirmed no presence of pericardial effusion. Event summary: twelve (12) hours post index procedure the patient developed mild pleuritic chest pain. Electrocardiogram (ECG) revealed mild pr segment depression. Twenty four (24) hours post index procedure ECG showed st segment elevation greater than 2mm in both limb and precordial leads. Transthoracic echocardiogram (tte) identified a 3mm pericardial effusion. Three (3) days post index procedure the patient was discharged. Ten (10) days post index procedure the pericardial effusion had increased with inflammatory debris in the pericardial space. Laboratory testing revealed elevated white blood cell, high sensitivity troponin I, creatine kinase muscle brain, aspartate aminotransferase, and c reactive protein levels. The patient was diagnosed with acute pericarditis and intravenous hydrocortisone (1200 mg per day) was administered for three (3) days. Oral ibuprofen was prescribed at 600 mg three (3) times daily for two (2) weeks then 400 mg three (3) times daily for two (2) weeks. Three (3) weeks post index procedure ECG values were normal. Four (4) weeks post index procedure tte showed no pericardial effusion and cardiac biomarkers, white blood cell, aspartate aminotransferase and c reactive protein levels returned to normal. At a three (3) month follow up examination the patient remained asymptomatic without recurrence of pericarditis.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Jung, m., lim, h. Acute pericarditis after pulsed field ablation for atrial fibrillation. Journal of the american college of cardiology case rep. 2025 aug, 30 (25). Doi.org/10.1016/j.jaccas.2025.104811. With all the available information, boston scientific (bsc) concludes: investigation summary: although the product was not returned it was determined that pericarditis, pericardial effusion, st segment elevation, and chest pain are known inherent risks of use of the farawave catheter. Device history record review: the lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave IFU lists pericardial effusion and infection or inflammation including pericarditis as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of pericarditis, pericardial effusion, st segment elevation and chest pain were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that following a pulse field ablation procedure using a farawave catheter the patient experienced chest pain and st segment elevation and developed a pericardial effusion and acute pericarditis. Medication was administered and the patient recovered. It is likely the chest pain and arrythmia of st segment elevation were consequences of the pericarditis. Pericarditis, pericardial effusion, st segment elevation and chest pain are known potential adverse events associated with the use of the farawave catheter.